Event description:
It was reported during this procedure, the navistar catheter did not deflect on the carto 3 system and the catheter was loose from the end of 5 cm. The catheter was changed to another one to complete the procedure. There was no patient injury reported in this case. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(4) 2013, the bwi failure analysis lab noted that the shaft and tip section transition area split apart leaving internal parts exposed with some dark brown material on them. This returned catheter condition was not originally reported therefore, additional clarification is being requested. This returned catheter condition is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported during this procedure, the navistar catheter did not deflect on the carto 3 system and the catheter was loose from the end of 5 cm. The catheter was changed to another one to complete the procedure. There was no patient injury reported in this case. The returned device was visually inspected upon receipt and the reported condition regarding the loose tip was confirmed since the tip and the shaft were partially separated. Further investigation revealed that the cause of the failure was the partial application of pu (adhesive) within the tip ¿ shaft joint. The puller wire was anchored to the tip, not allowing a complete detachment and pu was found properly applied around the tip ¿ shaft transition externally. Manufacturing team was involved for this investigation and the whole process was reviewed. No gaps were found in the process that could contribute to this. Nonetheless, awareness training was provided to the operators. The complaints database has been reviewed and there is no other complaint reported from the same lot number. Therefore it can be concluded that this unit is an isolated case. Additionally, the customer also reported deflection issues. A deflection test was then performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The reported customer complaint regarding the loose tip has been verified.